Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparations; the dilator was unable to be flushed. Therefore, the sgc were not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported during preparations, the dilator was unable to be flushed. Therefore, the sgc were not used and was replaced. There was no clinically significant delay in the procedure.